Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned drill guide handle did not confirm the stated failure. There are no visual issues of damage or breakage to the device. The device shows normal signs of wear/usage. A functional evaluation was conducted with a mating device and the device functional as intended. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. Additional information: d8/d9.

Event description:
It was reported that, during an internal fixation, a drill guide handle broke during nail procedure. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.